Event description:
It was reported the patient experienced ventricular tachycardia 20 minute episode following the cardiomems implant procedure. This was marked as not related at the time of the procedure but was updated to possibly related to the procedure on (B)(6) 2024. The patient was discharged without further adverse consequences.

Event description:
It was reported the patient experienced non-sustained ventricular tachycardia for 30 seconds during implant and ventricular tachycardia 20-minute episode following the cardiomems implant procedure. This was marked as not related at the time of the procedure but was updated to possibly related to the procedure on (B)(6) 2024

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.